Event description:
It was reported, that according to the audiologist the patient was not satisfied with his device since first fitting as he was not able to hear. The surgeon decided to carry out revision surgery to check the positioning of the floating mass transducer. According to the surgeon, a revision of fmt would have been sufficient for the thresholds to be improved, but during the surgery an infection in the middle ear cavity was discovered leading to the surgeon explanting the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.